Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ insulin syringe there was leakage. Report 1 of 2. The following was translated from japanese to english: before using lordose, when releasing the air (when pressing the pump) sometimes something like water comes out.

Event description:
It was reported that while using the bd ultra-fine¿ insulin syringe there was leakage. Report 1 of 2. The following was translated from japanese to english: before using lordose, when releasing the air (when pressing the pump) sometimes something like water comes out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.